Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 5042118.

Event description:
It was reported that the patients right lead had high impedance. The patient underwent a revision procedure wherein one of the lead was replaced and the other one was revised. The patient was getting good coverage.